Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -6.50/+3.0/081 into the patient's right eye (od) on (B)(6) 2023 as a replacement lens. This replacement lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown. Initial lens information can be seen in MFR report.

Manufacturer narrative:
Claim#: (B)(4).